Manufacturer narrative:
The actual device used in this incident is unknown. However, the customer supplied two potential lot numbers: catalog# 305783, lot# 5197412 manufacture date: 7/16/2015, expiration date: 7/31/2020, lot# 5261134 manufacture date: 9/18/2015, expiration date: 9/30/2020. Results: the manufacturing and inspection records of the potential lots concerned were reviewed and no abnormality which could be related to the reported event was found. A review of the device history record revealed no irregularities during the manufacture of the potential lots # 5197412 or 5261134. Conclusion: conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers indicated failure mode.

Manufacturer narrative:
Initial reporter occupation: unknown. Device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Event description:
After administering an intramuscular injection to a patient, the nurse used the bed to engage the safety shield. The nurse heard the "click of the safety cap" ensuring the safety cap was on. The rn then proceeded to remove the needle (with safety cap on) when the needle cap failed and the nurse accidentally sustained a contaminated needle stick.

Manufacturer narrative:
Lot number: unknown: 2 potential lots submitted: 5197412 or 5261134 for cat# 305783. Device evaluation: the customer complaints lab received three sealed samples. The samples were inspected; no abnormalities were found. The needles were attached to the syringes, the caps were removed, and then the safety shields were activated per the IFU. The shields did not detach and no double clicking was observed. Conclusion: the defective sample was not returned, therefore the safety shield activation failure cannot be confirmed. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers indicated failure mode. The device history record evaluations of the 2 potential lots is anticipated, but has not yet begun. Upon completion of the device history record evaluations, a third supplemental report will be filed.

Manufacturer narrative:
Description event or problem: the event occured at 16:30. The nurse punctured her finger. CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement. It is currently in the implementation phase.

Event description:
The event occurred at 1630. She punctured her finger.